Event description:
Boston scientific received information that this elective replacement indicator (eri) exhibited noise and oversensing on the rate/sense channel, which result in inhibition of pacing. It was reported that the patient had an intrinsic rhythm of 20 beats per minute, which indicates that this patient experienced asystole due to the noise. The patient underwent a revision procedure and this product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.